Event description:
It was reported that prior to starting a da vinci si surgical procedure, a mega suturecut needle driver instrument cable was in a loop. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch cable was found loose at distal clevis hub. Both cable crimps were still attached and no damage was found on the cable. Upon removing the housing the pitch cable was found loose at the clamping pulley but the clamping pulley screw was not found to be loose. Additional observation not reported was the distal end of the main tube had a scratch mark showing light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.